Event description:
Additional information received reported that the pump was delivering morphine and narcan. It was reported that there was no issue with the priming bolus. The back table prime was started because the catheter would not aspirate at first. The doctor finally got it to aspirate and did not want to wait for the prime to finish, so he implanted it while prime was still running. It was noted that the patient was doing great.

Event description:
It was reported that during a pump replacement procedure, a prime volume of 0.3 ml was programmed into the new pump on the back table. The health care provider aspirated 1-2 ccs from the catheter and then connected the catheter to the new pump while the prime was still running. It was thought that it had been 30 to 35 minutes since the prime had been completed. Since the catheter volume was 0.196 mls, a conservative volume of 0.093 mls was recommended to prime the rest of the system. The pump was delivering morphine and another drug. No outcome was reported regarding this event. Further follow-up is being conducted to obtain the outcome and the drug information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8840, serial# unknown; product type programmer, physician. (B)(4).